Event description:
The customer contact reported that during testing at the user facility, it was noted that there was a small gap or separation between the device and the device. Additionally during testing, the device delivered less than expected. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.